Event description:
It was reported that during an atrial fibrillation (afib) procedure, after making a cartsound map, a fam map, and started ablating around the left common pulmonary vein they noticed the patient¿s blood pressure was dropped. The soundstar image showed a pericardial effusion and all catheters were removed from the left side of the heart and that protamine was given. A pericardialcentesis performed and that 300 cc of fluid was removed. The procedure was aborted.

Manufacturer narrative:
The concomitant products: carto 3 system, (B)(4); stockert 70 (serial number unknown); cool flow pump (serial number unknown); lasso nav (catalog number d13430, lot number15989246l); soundstar (catalog number sndstr, lot number 10846835000139). (B)(4).